Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support again if the malfunction reappeared, which the customer understood.